Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 107 to 129 mg/dl. Customer observed symptoms of weakness and dry mouth. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 99 mg/dl and 140 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo (B)(6) 2015 10:42 pm; lo (B)(6) 2015 10:16 pm; 129mg/dl (B)(6) 2015 10:55 pm; 114mg/dl (B)(6) 2015 08:23 am ; 107mg/dl (B)(6) 2015 12:00 pm. Adverse event not reported.